Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient needed an MRI and inquired about their eligibility. Agent reviewed with the patient that they will need to charge the controller and then the ins in order to access MRI mode to determine their eligibility. Pt stated about a month and a half ago they tried to increase their stimulation and it kept zapping them. Patient stated they were hurting so bad and they wanted to turn their stimulation up to ease some of their pain, but when they did it would start zapping them again. Pt then stopped using the device because of the zapping. Patient noted they had to keep their stimulation on a low because if they turned it up it would zap them so they stopped using the stimulation. Patient also noted their back and leg was hurting them and the stimulation was unable to help them. Pt also commented they should have never gotten the stimulator put in them. Pt went on to comment that they tried to use the device and turn up the stimulation I ntensity it would kind of electrocute them. During the call the controller battery was depleted. Pt connected the controller to the a/c cord and confirmed the green light on the controller began to flash. The controller displayed no device found because the implant was depleted. Pt commented that recharging the ins could take awhile because they have to have the paddle placed right over where the stimulator is located. Agent reviewed to fully charge the controller and then attempt to recharge the ins. Then reviewed MRI mode and how to determine eligibility. Pt grew frustrated and did not want to take the time to charge either of the devices. Pt stated they were going to contact the MRI facility to see if they could have an MRI without recharging the ins. Agent reviewed information, and provided the tech services phone number for the patient to provide to the MRI facility. Agent also reviewed that the pt should follow up with their managing hcp in regards to the zapping they are experiencing from increasing the stimulation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.